Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had four dislocations and pain. She saw dr. (B)(6) for a second opinion. He advised revision surgery.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as lot information provided was incorrect. Complaint history review: a complaint history review could not be performed as lot information provided was incorrect. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had four dislocations and pain. She saw dr. (B)(6) for a second opinion. He advised revision surgery.